Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found within specification in relation to the customer reported system error 345 alarm which was not reproduced during evaluation. The evaluator found the pump to function as intended. A review of the event history log identified multiple presence of system error 345. The reported condition was verified. The cause was determined to be an environmental factor. The upstream sensor assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.